Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. Unit passed displacement test. No unresponsive buttons noted. All buttons function properly; however unit had moisture on keypad traces. Unit had stained end cap sticker, cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. When he inserted a new battery, the insulin pump alarmed battery out limit. Customer's blood glucose level was 95 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.